Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopic procedure performed on (B)(6) 2023. During the procedure, the physician discovered a weeping lesion of 5mm in the gastric antrum. The first clip that was used to close the wound got stuck in the instrument and was accidentally pushed into the stomach. The second clip could not be closed, so it was kept aside and sent back to the manufacturer for further evaluation. The procedure was completed with another three resolution 360 ultra clip devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of the clip arm stuck in scope.